Event description:
It was reported by our end user that line 6a in pack 73865 lot # qd18 had a leak in the ln130 valve.

Manufacturer narrative:
Terumo did not receive the actual device, however the complaint was confirmed through clinical review. During cpb the ln130 valve began leaking blood. The valve wasn't changed out, and the case was finished without any delay to the procedure. The perfusionist stated the blood loss was minimal. Procedure completed successfully without delay, and no pt harm observed. The device history did not indicate any production related problems pack was built to the approved specification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).